Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation, the belt had non-functional therapy electrodes. The root cause for the failure was the electrode belt trunk cable was broken, damaging the white pulse wire in the cable. The root cause for broken cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.